Event description:
It was reported that the patients implantable pulse generator (ipg) has shifted with a very small layer of skin over top. The patient underwent ipg revision procedure. The patient is doing well postoperatively. The explanted device was not returned due to facility disposed of explanted product.